Event description:
Upon initial assessment of patient mother reported that she noticed leaking from patient's line. With further inspection it was discovered that the line was leaking at the connection between the microbore tubing and the bifuse. Lines were changed and no further issues noted.